Event description:
In 2007, the patient reported that she inserted a new cartridge into her infusion device and did not feel the cartridge was properly secure. She then removed the cartridge and the plunger became stuck to the piston rod of the infusion device and a small amount of insulin spilled into the cartridge compartment. The patient cleaned the insulin from the cartridge compartment and she was instructed how to remove the plunger from the piston rod. She was educated on the proper technique for removing the insulin cartridge from the infusion device. Upon follow up two days later, the patient stated that the infusion device showed no signs of moisture. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.